Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered their titanium adapter was leaking. This event occurred while the patient was working out and not in therapy. It was found that the connection on the titanium adapter was loose, but not completely separated. This event was resolved by making a small adjustment to the titanium adapter the same day, the event occurred. The patient was placed on intraperitoneal antibiotic as a prophylactic measure and the patient¿s outcome was stated to be good. There was no patient injury or medical intervention associated with this event. No additional information is available.